Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for investigation. Data logs were reviewed which showed suction alarms occurred. Consistent suction events while in the unit despite attempts to reposition with echo. The cause of the low pump flow most likely was biomaterial ingestion based on the clinical detail that biomaterial was observed in the outflow after removal. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was discarded by the customer therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while in use with a patient an impella cp failed to flow above 1 liter and experienced consistent suction events despite attempts to reposition with echo. The pump was replaced with a new pump and upon removal, it appeared that a foreign object was present in the impella inflow. No patient harm was reported.